Event description:
It was reported a patient presented in clinic with oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead. Programming changes were made to restore normal parameters. The patient was asymptomatic.